Event description:
Kono, k, et.al ¿triple antiplatelet therapy with addition of cilostazol to aspirin and clopidogrel for y-stent-assisted coil embolization of cerebral aneurysms¿, published on line 29, may 2013 reported on the use of enterprise stents between july 2010 and october 2012. In the single stent group there was one case of late asymptomatic in-stent stenosis (>50%) with no late symptomatic complications. The specifics regarding the patient demographics or aneurysm are not provided in the article.

Manufacturer narrative:
The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Kono, k, et.al ¿triple antiplatelet therapy with addition of cilostazol to aspirin and clopidogrel for y-stent-assisted coil embolization of cerebral aneurysms¿, published on line 29, may 2013 reported on the use of enterprise stents between july 2010 and october 2012. In the single stent group there was one case of late asymptomatic in-stent stenosis (>50%) with no late symptomatic complications. The specifics regarding the patient demographics or aneurysm are not provided in the article and no further information with follow-up investigational efforts. The enterprise stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. The instructions for use instructions for use (IFU) precautions that experience with stent implants indicates that there is a risk of stenosis. It is possible that clinical, pharmacological and patient factors may have impacted the event; however, no conclusion can be made. Therefore, no corrective actions will be taken at this time.